Event description:
It was reported that during pretest, sterile water leaked from the foley catheter cuff.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448.received 1 all silicone foley catheter with syringe. Verified material number (B)(6) and manufacturing lot number ngjx4591. Visual inspection noted the catheter balloon was damaged. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100 ml distilled water) using the returned syringe. However, pinhole was observed at balloon measuring 0.015. This is out of specification per inspection procedure which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter facility name: kushiro workers' accident compensation hospital independent administrative institution workers' health and safety organization the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, sterile water leaked from the foley catheter cuff.